Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used during a dilation procedure to treat a stricture performed on (B)(6) 2025. During the procedure, that during the last stage of dilation, the balloon burst at 20 mm. The procedure was completed with another cre fixed wire dilatation balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.